Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 10.0 ¿ 10.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction abrasion zone which is consistent with friction to the device can.

Event description:
It was reported that the pacer dependent patient presented in clinic for device check-up. Upon interrogation, noise was noted on the right ventricular (rv) lead resulting in pacing inhibition. The lead was explanted and replaced. During the procedure insulation breaches were noted under the suture sleeve. The patient was in stable condition.